Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced shocking/jolting sensation in the leg (the pain area being treated). Patient used to have satisfactory pain coverage, and issue appeared recently. No reports of any recent falls or traumas, no error message on programmers and impedances all in range. The shocking sensation was present only when the ins was on.

Manufacturer narrative:
E1 phone number:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.